Event description:
The rep called the MFR from the or during the case where a spinal cord stimulator lead was being repositioned. Intra operative fluoroscopy showed the electrode 0 appeared broken off from the rest of the lead. The physician indicated when they tried to pull the lead downward the electrode 0 did not move. The lead was not removed intact from the pt during the procedure; the 0 electrode detached and remains in the pt's cervical epidural space. X-rays obtained show the 0 electrode can be seen horizontal in the epidural space. Additional info was requested from the hcp. The pt did not present with symptoms of pain from the 0 electrode. The physician reported the pt has shown no symptoms at present and has been referred to a neurosurgeon. The lead was explanted but has not been returned to the manufacturer for analysis. A follow-up report will be sent if additional info becomes available.